Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device unit was leaking. Patient involvement is unknown.

Manufacturer narrative:
H6 codes updated. One device was returned for investigation in poor condition. The water tank cover was cracked on all four corners, liquid crystal display was bleeding, the microswitch was damaged, the quick connect was corroded and the thermistor wire was damaged. Functional testing was completed where the customer complaint of a leak was confirmed. This was due to the supplier overtightening a screw which has been addressed. No action was taken as the device was deemed beyond economical repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.